Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing at the user facility the tps unidirectional footswitch was causing the handpiece to run on. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon disassembly, a quality engineer found the magnet was loose due to a lack of loctite. The device was discarded by the manufacturer.

Event description:
It was reported that during testing at the user facility, the tps unidirectional footswitch was causing the handpiece to run on. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.